Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm was reported. The customer biomedical engineer (bme) informed the philips remote service engineer (rse) that the touchscreen was unresponsive and would not pass calibration. The rse provide to the customer replacement part information for the touchscreen. The bme stated that they would provide a repair update after replacement of the touchscreen. It was stated on (B)(6) 2023 that the customer in contact with philips is not currently at the site and was not trained on the v60. One of the contacts co-workers would complete the repair work. This investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18023.

Manufacturer narrative:
H10: a good faith effort (gfe) response received stated that the field service engineer (fse) was at the customer site on 31jan2023 and saw a v60 in the customer shop that had a touchscreen issue, and a technician resolved the issue the weekend before. The fse took the device back and confirmed there was no problem found after the technician resolved the issue. How the issue was resolved was not explicitly stated, but it was previously stated that the customer was instructed to replace the touchscreen. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.